Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device unexpectedly powered off during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Event description:
A customer contacted physio-control to report that their device unexpectedly powered off during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing some unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.